Event description:
The manufacturer received information alleging a sensor failure on a ventilator. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board needs to be replaced to address the issue. The device had evidence of water damage. The device's blower motor and flow sensor assembly need to be replaced due to water damage.